Event description:
It was reported that "balloon cannot be inflated". Additional information states that to continue therapy, another catheter was inse rted in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that "balloon cannot be inflated". Additional information states that to continue therapy, another catheter was inserted in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc; some buckling was noted to the teflon sheath extrusion. The teflon sheath was connected to the hemostasis cuff/cathgard. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer provided a video for evaluation. The video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating during pumping, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon cannot be inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.